Manufacturer narrative:
The description of the event provided in the original report was incomplete. The additional information will be provided in this report.

Event description:
The customer reported via phone call that the sensor was damaged during an insertion attempt. Customer stated that the sensor was split inside the serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer's blood glucose level at the time of the incident was 60 mg/dl. Customer reported that the sensor was damaged during insertion. Replacement product is being sent.

Manufacturer narrative:
Found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.